Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter would not power on. The medical affairs specialist spoke to the patient three days later and obtained/verified the following information. The pt was unable to test on her meter for 2 days due to the power issue. Four days previously, the pt was experiencing symptoms of headache, blurry vision, and dizziness. Her son took her to the hospital and her blood glucose was 362 mg/dl. She stated that she takes novolin 70/30 insulin, 25 units in the morning and 5 units in the evening. She stated that if she knew that her blood glucose was high she would have taken more insulin. The patient has since purchased a new battery and her meter is powering on. The issue was resolved. This complaint is being reported as an adverse event because the pt was unable to obtain an actionable glucose result and she was taken to the hospital with a high blood glucose result requiring intervention.